Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was hospitalized due to increase in seizures. It was then reported that the patient saw their provider, during the visit it was noted by the provider that all vns settings were within normal limits. The provider stated that it is unknown the cause of the increase is. The provider also does not know if the increase in seizure is above, below, or at pre-vns levels. It was mentioned that patients output current was increased and the patient was seen to be doing better. No other relevant information has been received to date.